Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. Allegedly, the battery compartment was cracked,. The battery cap had stripped threads and was unable to be tightened securely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03-may-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was found to be stripped and was unable to secure enough to power on the pump. The pump powered on with a test cap with audible tones and vibrations and the pump was exercised for 12 hours with no power interruptions or power loss occurring. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.